Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that telemetry was interrupted while updating the pump. The pump was interrogated and was found to be in a stopped pump mode for the past one minute. The pump was updated and the issue was resolved. The pump was delivering baclofen.

Event description:
Additional information was received and it was reported that the issue was resolved the day of the refill. The patient was sent home and was doing fine at the end of the refill. The cause of the telemetry issue was unknown, but it had not happened again during any patient refills.